Event description:
It was reported that three, 1.5 mm cortex screws broke, part number 400.055, broke during insertion on (B)(6) 2013. The surgeon was repairing a zygomaticomaxillary facial fracture and placed a plate in the zygomatic arch. As the surgeon was placing the screws in the plate, the heads of three of the screws broke. It was reported that the patient had very hard bone. The heads broke off the screws and the shafts remain in the bone. Surgical delay was reported as one minute due to the complaint event. The surgery was successfully completed. The screw lot numbers are unknown. This report is for one, 1.5mm ti cortex scr slf-drlg with plusdrive recess 5mm. This report is 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The investigation could not be completed and no conclusion could be drawn as the device was not returned and no lot number was provided. Placeholder.